Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples did not form properly and the device was difficult to open. The surgeon converted to a colostomy and applied another device to complete the procedure. The hospital has reported the pt's condition is satisfactory.